Event description:
It was reported that despite the programmer and pen being changed and calibrated twice, the pen did not register and line up to the button when the physician is trying to program or navigate the user interface. The physician asked that the programmer be exchangedfor another programmer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).